Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patient was experiencing pain on the feet. The device was pulled. No further information could be obtained.